Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended, but were not yet made. No patient consequences were reported.

Event description:
New information received notes that a new instance of post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. It was considered to continue monitoring the patient. No adverse patient consequences were reported.